Manufacturer narrative:
Evaluation method: medical review. Results: medical review - review of this file indicates that the icl exhibited a high vault in this patient which led to increased iop and narrowing of the angle. The icl was explanted after 4 days and the patient was noted to have loss of vision, disc hemorrhage, disc edema, and pupil dilation. The root cause of excessive vaulting has been determined to be related to the inaccuracy of the white to white measurement or a mismatch between white to white and the sulcus to sulcus diameter. Several conditions may arise from this event (i.e. Pupillary block, malignant glaucoma, increased iop etc.) To prevent any of these complications from occurring, staar recommends that the lens be explanted once the surgeon determines that this condition may affect outcome of the patient's vision. Urrets-zavalia syndrome is rare and its etiology is unknown. Possible causal factors include strong mydriasis, laser iridotomy, pupillary block and glaucoma. The symptoms include a fixed dilated pupil, iris ischemia and increased iop. Disc edema and hemorrhage may be due to the increased intraocular pressure following implantation of a long icl. Conclusions: based on the complaint history and medical review, the root cause of excessive vaulting has been determined to be related to the inaccuracy of the white to white measurement or a mismatch between white to white and the sulcus to sulcus diameter. (B)(4).

Manufacturer narrative:
(B)(4): lens was discarded. (B)(4).

Event description:
The reporter stated the surgeon implanted an implantable collamer lens on (B)(6) 2012. The lens was explanted on (B)(6) 2012 due to excessive vaulting. Subsequently, the patient experienced shallow anterior chamber, blockage of laser pi, severe spike in iop and dilated pupil. The lens was explanted through the original incision. The patient also experienced loss of vision due to not correctable back to baseline, disc hemorrhage and disc edema. The patient's current prognosis is poor, the patient's eye is still dilated, may have possible ischemia and vision is best corrected vision of count fingers. The disc edema has resolved. Patient may have possible urrets zavalia syndrome. The lens was discarded by the facility.